Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed that a critical alarm had occurred. The alarm was due to zero ml reservoir volume reached. Both the low and empty reservoir alarm had gone off. The low reservoir alarm date was on (B)(6) 2013 and the pump was empty. The patient was fine and had no symptoms. The device system was used to deliver morphine. It was later reported that the patient did not miss a refill however the empty reservoir alarm occurred. The pump was replaced. The patient was receiving effective therapy.